Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms that occur after the cartridge was changed. There was no reported impact to the customer's blood glucose level. As the occlusion alarms had occurred in the past, troubleshooting to confirm if the cartridge was the cause of the occlusion was unable to be performed.